Manufacturer narrative:
Unknown if there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the depth gauge with a broken silver tip was delivered by the sterile processing department (spd) to the sales consultant. It is unknown if there were a procedure or patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part number: 319.006 (needle subcomponent part # 319.006.3); synthes lot number: 7513106 (needle subcomponent lot # 7406063); release to warehouse date: 01-aug-2013; manufactured by synthes monument. No nonconformance records (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Investigation summary: it was reported that on august 24, 2018, the depth gauge with a broken silver tip was brought by the sterile processing department (spd) to the sales consultant. It is unknown if there were a procedure or patient involvement. The instrument was received with the reported condition of ¿broken (2+ pieces). Pre or post operatively/step unknown: rm. The following investigation flow was performed: broken. It was visually observed that the needle portion has sheared off from the handle of the instrument towards the proximal end of the instrument and was not returned. The complaint condition is confirmed and the received condition agrees with the complaint description. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. A dimensional inspection could not be performed as the needle portion was not returned. A device history review was performed for the returned instrument¿s lot number and no manufacturing review records (mrrs), nonconformances (ncs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing was performed and no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. The complaint condition is confirmed as the depth gauge (part: 319.006) was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being bent or damaged during sterile processing). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.